Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was undergoing radiation therapy. The device had invalid cardiac compass data and there were error codes in the por log file noted during the times of radiation treatments. The device remains in use. No patient complications have been reported as a result of this event.